Event description:
It was reported by service report that the footboard controls are erratic and hard to select because the footboard overlay is not properly seated. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Results - footboard bubbling.